Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was hospitalized for high blood glucose. Customer's blood glucose was over 30 mmol/l. Customer had tried delivering bolus and changed the infusion set. Customer mentioned the device did not alarm no delivery alarm when he manually blocked the tubing. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blow alarm functions properly during the basic occlusion test and occlusion test. The no delivery alarm stated in the notes is for the paradigm insulin pumps. The insulin pump had a scratched case and a pillowing keypad overlay. The insulin pump passed the delivery volume accuracy test.